Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a nurse in (B)(6), of abdominal pain, diarrhea, vomiting and tenderness on palpation, sub-occlusion and encapsulating peritoneal sclerosis. This occurred in a (B)(6) male patient coincident with physioneal and extraneal therapies. On (B)(6) 2006, the patient began therapy with two 2.5l-bags of physioneal 40 2.27% and one 2.5l-bag of physioneal 40 1.36% every other day and two 2.5l-bags of physioneal 40 1.36% and one 2.5l-bag of physioneal 40 2.27% on the alternative day for capd. One 2.5l-bag of extraneal was used every day for capd. On 5 november 2012, physioneal 40 2.27% was stopped. No action was taken with physioneal 40 1.36% and extraneal therapy. On (B)(6) 2012, the patient experienced abdominal pain, diarrhea, vomiting and tenderness on palpation. Their body temperature was 37'c and the patient had clear and negative effluent. On (B)(6) 2012, the patient was hospitalized and the sub-occlusion was diagnosed. On (B)(6) 2012, a c-reactive protein was 2.1. On (B)(6) 2012, a pet-scan showed agglutinated aspect of the small intestine sub-occlusion. On (B)(6) 2012, there was a high presumption for encapsulating peritoneal sclerosis (eps). The eps occurred during the peritoneal dialysis therapy. There was no use of disinfectants or antiseptics. There was no use of intra-peritoneal (ip) chemotherapeutic agents. The patient was in good nutritional status. There was no presence of ascites, or cirrhosis. On (B)(6) 2012, the patient was discharged from the hospital. On unreported dates, the patient recovered from the events of abdominal pain, diarrhea, vomiting, sub-occlusion and encapsulating peritoneal sclerosis. It was unknown if the patient recovered from the tenderness on palpation. An opinion of causality was not reported for the events.

Manufacturer narrative:
(B)(4). The sample was not reported to be available for evaluation. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) the reported issue could not be confirmed. The cause was undetermined.